Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) software did not auto resume when pausing a transmitter. Changing the "auto resume after pause" setting on the transmitter to match the 30 second setting on the central nurse's station (cns) resolved the issue. This was a use error situation. The unit was in use on patients, however no patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) software did not auto resume when pausing a transmitter.